Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clips failed to fire correctly. The procedure was completed with a non-bsc device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
. Investigation results: visual examination of the returned complaint device revealed the clip assembly and the yoke were not returned. It was also noted that the device returned without the over sheath. Microscope examination was performed on the clip assembly, and it was possible to observe under high magnification that the device had been fully deployed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clips failed to fire correctly. The procedure was completed with a non-bsc device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.